Event description:
It was reported that allegedly the led segment was dim for large volume pump module, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned lvp display board. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. The returned display board exhibited dim segments. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 1 lvp display board assembly in an esd bag with a note written with a serial number suspected to be the lvp from which it came from. Visual inspection was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn 14780569 service history record showed the device had a manufacture date of 07dec2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 19oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A qn database search was performed on the returned display board assembly p/n tc10004754. There are 101 quality notifications opened for tc10004754; however there were no quality notifications related to this complaint. H3 other text : only an lvp display board assembly was provided for investigation..

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the led segment was dim for large volume pump module, and therefore, will be replaced. There was no reported patient involvement.